Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii device failed to load properly as the seal remained inside of the loading device when the delivery device was removed. The seal dropped in the loading device prior to the first narrow point in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned outside of the loading device. The tension spring assembly, seal and anchor tab were inside of the loading device body. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).